Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for high impedance and oversensing of short v-v interval sensing integrity counter (sic). A fracture was also confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.